Manufacturer narrative:
The provided data did not reveal or indicate a product issue with the cobas® mpx assay (lot m02951). A low viral load contamination appears to be the most likely cause for the unexpected hiv-reactive result (CT 38.12). Overall the provided data did not reveal or indicate any hardware issue (cobas® 6800 sn(B)(6)) or a product issue with the cobas® mpx assay (lot m02951) which was used when the questioned hiv-reactive result for sample (B)(6) was obtained. This is further supported by the valid rmc positive and negative controls. The rmc positive and negative controls exhibited robust amplification curves for the internal control (ic), and the targets (hiv-1m, hiv-1o, hiv-2, hbv and hcv), indicating the proper functioning of pcr and sample preparation processes.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). Investigation is ongoing.

Event description:
There was an allegation of discrepant hiv-1 results with the cobas® mpx (192t) test from the cobas 6800 analyzer for a single patient. On (B)(6) 2025, the initial sample generated a reactive result for hiv (CT 38.12) and hbv (CT 35.68). The sample was repeated and generated a non-reactive result for hiv and a reactive result for hbv.